Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the trunk cable was becoming detached from the connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is an open yellow (pgnd) wire in the trunk cable connector. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable as evidenced by the damaged connector. No adverse event resulted from the damaged cable and wire. The patient received a replacement electrode belt.